Event description:
A 3.5 mm diameter x 30 mm length endeavor otw drug-eluting coronary stent system was inserted into a patient for the treatment of a proximal circumflex lesion. The vessel morphology was reported to be non-tortuous with a shelf of calcification in the left main into the proximal circumflex. The lesion was pre-dilated. It was reported that the endeavor drug-eluting stent delivery system was inserted and the stent deployed. Upon deflation of the stent delivery balloon, the physician reported that balloon did not completely deflate. The physician attempted to remove the delivery system and met with some resistance when brought back into the guide catheter. The stent delivery system was successfully removed. Another stent was implanted proximally to the endeavor and the case was completed. No additional clinical sequelae were reported and the patient is fine. Medtronic has received the device and its analysis has been completed. The shaft was slightly squashed 75.6-76cm proximal to the proximal balloon weld. The balloon was returned with a viscous contrast residue present. After the contrast residue was dissolved, the balloon was successfully inflated and deflated and was found to be within specification. The deflation time was measured until the entire working length of the balloon touched the inner member. The remaining fluid left the balloon within seconds of deflation time being measured. The cause of the slow deflation was most likely the presence of viscous solution in the inflation lumen.

Manufacturer narrative:
Device: evaluation: results and conclusions: shelf of calcification in the left main into the proximal circumflex.